Event description:
(B)(6). Same case as MDR ID# 2134265-2012-05807, 2134265-2012-05808, and 2134265-2012-05809. It was reported that post coronary stenting procedure, in-stent restenosis and chest pain occurred. In (B)(6) 2011, the subject presented with left-sided chest pain, on exertion, associated with shortness of breath and radiating to back, neck and jaw. The subject was diagnosed with stable angina (ccs class: 2) and cardiac catheterization was recommended which revealed a 99% stenosed lesion located in the proximal left circumflex (lcx). The lesion was 6 mm long with a reference vessel diameter of 2.5 mm and treated with pre-dilatation and placement of a 2.50 x 12 mm taxus liberte stent, with 0% residual stenosis. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the subject presented with chest pain and was hospitalized the same day to treat in-stent restenosis of an unknown stent placed in left main coronary artery (lmca), as well as, in-stent restenosis of the study stent in the proximal lcx. The lmca was treated with pre-dilatation and placement of a 3.00 x 16 mm promus element stent, with 0% residual stenosis. The proximal lcx was treated with pre-dilatation using 2.5 x 12 mm apex balloon, 3.50 x 15 mm apex balloon and 3.00 x 8.00 mm nc quantum apex balloon. On inflations of the balloon, the subject experienced "pain at chest 6/10" which was treated medically. They initially attempted to place a 3.50 x 16 mm promus element stent in the proximal lcx, however, the stent was unable to be deployed and was replaced with a 3.00 x 16 mm promus element stent which was successfully deployed with 0% residual stenosis.

Event description:
It was further reported that post coronary stenting treatment procedure, angina occurred.

Manufacturer narrative:
Describe event or problem and patient codes - updated. (B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).